Event description:
Pt had been using the medtronic minimed paradigm 515 insulin pump since 2005 with no problems unitl five mos later, when they had a series of three infusion set site infections. All three infections were in the abdomen, were painful, red, hot, and swollen. The third infection has to be drained, and pt was given strong antibiotics. They have all cleared up, but have left scar tissue under the skin. Pt saw two doctors regarding this. Earlier, after the second infection, pt reported it to a medtronic representative by phone. With all three infections pt had used infusion sets from the same box -a box of ten-. Pt has one unused set remaining from the box, pt had no problems with the other sets in the box. It is medtronic paradigm quick-set ref # mmt-399, lot# 2203663, exp. 03/2008. A swab of the infection drainage was taken but pt was never informed of the lab results. The three sets that led to infection were all painful when inserted, and were the only ones to cause any pain. All three sets were removed within 12 hours of insertion because of pain and obvious infections.